Event description:
Apifix was notified that patient (B)(6) had a fractured rod at the junction of the male/female coupling. There appeared to be no screw loosening. The patients level of activity was low. No sports, running or heavy lifting. This is patient second broken rod.